Event description:
Info received that the casters will swivel and roll in brake. No injury reported.

Manufacturer narrative:
Three attempts have been made to resolve this issue. The account has not returned (B)(4) attempts to determine the resolution of the alleged malfunction.